Event description:
It was reported that a malfunction alarm occurred. The malfunction code is unresettable.the customer reverted to manual injections for insulin therapy.there was no adverse impact to the customer¿s blood glucose level.